Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump was not working due to blood glucose was staying high and went into diabetic ketoacidosis. The customer blood glucose level was 262 mg/dl at the time of incident and other blood glucose level was 459 mg/dl. The customer was assisted with troubleshooting. Customer reported that they did not feel okay. Customer stated that blood glucose are not coming down after doing a couple of bolus and think the insulin pump was not working. The insulin pump will not be returned for analysis.